Event description:
Event description cpi received information that this endocardial lead was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician noticed an insulation break on the lead. The physician elected to replace the lead.